Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As the patient did not provide her contact information and requested that we not contact her, no additional information is expected at this time. She did provide product identifiers and a manufacturing review was performed and found anomalies. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient: the patient called and stated that she wanted to confirm that her mesh implant was part of the composix kugel recall. She alleged that she had the surgery in 2002 for "multiple hernias around her abdomen," and she began having chronic utis and paint 3 months post op. She stated she "knows she has the recalled patch and she has been robbed of the quality of her life because of the bard patch." She went back to the surgeon but his only course of treatment for her since 2002 is pain medication. She stated she is on multiple pain medications and is confined to a wheelchair because of the pain. The patient refused to provide her name and requested no further contact.